Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts or drive stalls, however an 0x6a occlusion alarm had been generated by the pod. The investigation found no evidence of a damaged cannula. Investigation of the device found no damages or manufacturing deficiencies that would contribute to an occlusion alarm. The exact cause of the 0x6a alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient had received an occlusion alarm during operation. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient applied a new pod.